Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of a second programmer. It was further reported that tones could not be obtained with the application of a magnet.